Event description:
A female pt contacted lifecor customer support to report that, one of her battery packs will not charge. When she puts it into the charger, the battery fault light flashes red. When she inserts it into the monitor, her name is displayed, but there are "no black bars" indicating that the battery has any charge left. A review of the pt's most recent download shows battery pack faults and runtime expired flags. A replacement battery pack was provided.

Manufacturer narrative:
Explanation for no device evaluation: investigation into the reported problem with battery pack is not possible as it has been lost in handling. An inventory transaction was performed in 2006, indicating that the battery pack was returned on a returned goods order. However, the actual device could not be located. Repeated searches over a period of months have not located the battery pack. The reported problem cannot be confirmed or disproved. No adverse event resulted from the suspect battery pack. The pt received a replacement battery pack.